Event description:
Philips received a complaint from a customer that the system shut down during standby. The customer could not power on the system.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a f/u report will be sent to the FDA.